Event description:
Per the audiologist, the pt underwent a tissue reduction surgery in 2008 to remove the skin growing over the abutment. The 5.5mm abutment was removed and replaced with a new 8.5 mm abutment. A pressure dressing and a healing cap was placed over the site.

Manufacturer narrative:
This is a final report filed, september 10, 2008. The type of event is addressed in the device labeling.